Manufacturer narrative:
Upon investigation of the actual device used in that incident, it was determined that the smart remote manager malfunctioned. A field service engineer confirmed no issues were present. The system functioned as intended after the field service engineer verified the device. A technical support specialist confirmed that there had been a delay in dispensing medication to the patients. The serial number, UDI and manufacture date details kept blank since there was no medstation asset associated with the remote mgr.

Event description:
It was reported when using the pyxis medstation es system, encountered intermittent failures in the smart remote manager system. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.